Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open colectomy, there was post-op bleeding from the staple line. The patient loss more than 500cc of blood, and had to be brought back to the operating room and had to be transfused with six units of blood to address the bleeding. There was an unanticipated tissue loss and tissue damage and the surgical time was extended 30 minutes or more due to the product issue.